Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) noted over the past year the impedances had been stable and there was no noise on the electrogram (egm). The physician will continue to monitor on latitude. This ICD system remains in service. No adverse patient effects were reported.